Manufacturer narrative:
(B)(4). Date sent: 06/26/2020. D4: batch # t5d11w. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformities were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the doctor had a problem with circular stapler, cdh29a. Today, (B)(6) 2020, found out that during performing left-side hemicolectomy, circular stapler was used. Stapler was used according to the instructions - after closing stapler an exposure of 15 seconds was carried out. During the firing, the doctor heard a sound and felt a tactile feedback. After firing and removing the stapler, an air-water anastomosis test was performed. During the test doctor find out that in the anastomosis there is a zone without staples (3-4 mm). This defect was sutured, no consequences to the patient.